Event description:
A consumer reported that year following bilateral intraocular lens (iol) implant surgeries, her quality of vision is not good., she cannot read fine print, and when laying down and looking to her side, her "vision feels weird". At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).